Manufacturer narrative:
Age at time of event - patient is 18 years or older.

Event description:
It was reported that during a percutaneous coronary intervention (pci), this wolverine cutting balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) artery. This 10mmx2.50mm wolverine cutting balloon monorail was used to dilate the target lesion and during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.